Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection and the reported failure was confirmed in addition, the following reportable malfunctions were identified during the device evaluation: light guide hose is damaged and scratched, and the handle turns yellow and crystallizes. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the blurry image was due to a damaged cable and bent outer tube; the light guide hose is damaged and scratched was due component failure; and the handle turns yellow and crystallizes was due to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during a therapeutic procedure, the subject device presented a blurry image. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a therapeutic procedure, the subject device presented a blurry image. There were no reports of patient harm.